Event description:
It was reported to st. Jude medical that the device was explanted when the unloaded battery voltage was observed at past eos. Diagnostics revealed 140 aborted charges due to noise and more than 255 noise reversions. During explant, the lead tested normally.